Manufacturer narrative:
Concomitant medical products: medline epidural kits and b. Braun epidural kits. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the set leaked at the connection port with the epidural while infusing on a patient. There was no patient harm.